Event description:
The day after the successful implantation of a stent, the patient was found to have an asymptomatic "oozing" in the left temporal region and slight subarachnoid hemorrhage on an MRI scan. The physician took no actions in response to the "oozing" and felt that this was caused by the guidewire perforating the vessel. 3d- computed tomographicangiography taken four days post porcedure , did not reveal any "oozing". The patient was subsequently discharged from hospital with no residual effects.

Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2009 indicated normal receiver stimulator function with multiple electrode anomalies. The patient was explanted (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4).